Event description:
It was reported that stent damage occurred. The target lesion was 90% stenosed and was moderately tortuous and severely calcified. A 4.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the device got caught with calcification during insertion and the tip part of the stent was lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).